Manufacturer narrative:
Concomitant medical products: c4tr01 crtp, implanted: (B)(6) 2016, 4968-60 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead was oversensing far-field r waves. The r waves were within the blanking period and not affecting functionality, however the lead was capped and replaced. It was also reported that the right ventricular lead had high threshold; it remains in use. Lastly, it was reported that the left ventricular lead threshold increased. The left ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.